Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The problem was confirmed using logs which recorded error c34. During visual inspection, an issue was observed that may be related to the reported event. When the unit was tested, it displayed error c34 upon startup, and a review of the erbe log showed additional recorded error c00. Root cause is attributed to a defective generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, it was reported that technical support was contacted due to recurrent erbe error c-34 when firing monopolar. Troubleshooting involved guiding the customer to swap instruments and energy cables and reboot the erbe unit, but the error persisted. The customer was assisted in switching to an external generator to continue the procedure. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.